Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On an unspecified date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, patient developed granulation tissue at the peg tube site with mild bleeding. During visit, the nurse noted granulation tissue was hyperemic and there was no bleeding. Patient was referred to gastroenterologist and was treated with antibiotic ciprofloxacin 2x500 mg and metronidazole 3x400 mg and a wound swab was taken. On (B)(6) 2016, patient was examined by gastroenterologist and a gastroscopy was performed, the finding was reportedly neat. Due to granulation tissue, patient was referred to abdominal surgeon. Reportedly, lapisation was performed and another one was planned for (B)(6) 2016. Patient is still on antibiotic therapy. Duodopa therapy was not interrupted.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. The events of bleeding and granulation tissue at the stoma site are considered stoma related complications and is a known hazard of peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.